Manufacturer narrative:
(B)(4). The biomed evaluated the customer's device and was unable to duplicate the reported issue. The biomed observed the device's screen was flickering. He was able to re-boot the device and it powered back on normally. The event codes logged in the device's memory was cleared and after observing proper device operation, the device was returned to the customer for use. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The biomedical engineer contacted physio-control to report that a customer's device displayed "service" on the display. As a result, defibrillation energy may not possible, if it were necessary. There was no patient use associated with the reported event.